Event description:
It was reported in a service report the steer wouldn't lock as a result of deformed brake cams and links. It is further reported the brake rings had rubber torn off. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: cams, cam links.